Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va00ucg, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# va00ucg, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient has started to shake more and it had been functioning beautiful for years. It was reported that all of the sudden the patient started to shake more and patient reported shaking pretty badly at the time of this report. It was reported that the patient was hitting buttons on the programmer and accidentally turned therapy off for an hour or two, but was able to turn it back on. It was also reported that he patient keeps trying to charge the ins, but cannot get a fully charged reading. It was noted that the patient had a surgery and wondered if that could be the cause of the therapy turning off unexpectedly. It was reported that the ins was 50% full at the time of this report. Patient reported seeing full coupling bars on the recharger screen. It was reported that patient was able to turn therapy back on and resolve the shaking at the time of this report. Additional information was received from a manufacturer representative four days after the original report. Impedance measurements were taken and a short circuit was reported. It was reported that the patient has been charging 8 hours overnight but only getting 50% ins battery level. It was noted that patient had bladder surgery in (B)(6). It was later noted that the cause of the issues had not been determined and the problem has not been resolved. It was also reported the patient would be seeing a healthcare professional to do some reprogramming around the short circuit and may get device replaced if reprogramming does not help. No other troubleshooting was reported. Impedance test: right side c<(>&<)>8: 385 ohms c<(>&<)>9: 389 ohms c<(>&<)>10: 383 ohms c<(>&<)>11: 383 ohms 8<(>&<)>9: 43 ohms 8<(>&<)>10: 41 ohms 8<(>&<)>11: 41 ohms 9<(>&<)>10: 41 ohms 9<(>&<)>11: 44 ohms 10<(>&<)>11: 42 ohms left side c<(>&<)>0: 694 ohms c<(>&<)>1: 935 ohms c<(>&<)>2: 1015 ohms c<(>&<)>3: 1156 ohms 0<(>&<)>1: 1079 ohms 0<(>&<)>2: 1442 ohms 0<(>&<)>3: 1557 ohms 1<(>&<)>2: 1464 ohms 1<(>&<)>3: 1758 ohms 2<(>&<)>3: 1609 ohms therapy impedance: 1770 ohms, 1.407 ma (left side) 91 ohms (right side).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other applicable components related to the event are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that during a revision for the patient the lead was tested using the twistlock which showed no out of range impedance values. The battery was then reconnected and impedances were checked which showed 8, 9 = 43 ohms, 10 = 41, 11 = 41, 9, 10 = 41, 11 = 44, and 10, 11 = 42. The battery was then disconnected/reconnected which showed the only short was 10/11 = 44 ohms. The extension was then replaced on the right side and the only pair that was short was 8/9. Damage on the lead insulation could be seen after that point which is when the extension was removed. The rep noted that they would connect the system and only use stimulation on the left side during the interim between now and when the right lead could be replaced. There were no related patient symptoms.